Event description:
The complainant reports that a guidewire was placed in the cbd during an ercp procedure. The trapezoid basket was loaded onto the guidewire and a stone was captured. The handgun was attached to the device to crush the stone. However, the stone failed to crush and the tip of the device failed to pop off as designed. The stone was disengaged and a stent was placed. There were no adverse affects reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.